Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return one of the products in question. The hospital was unable to provide the date of the event. Refer to MFR. Report # 2242352-2013-00638 for the related report.

Manufacturer narrative:
The customer has indicated that one device will not be returned. We are following up for the return of the other device. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).